Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed in several positions but the r waves were insufficient and the lead dislodged. The physician commented that the helix was not working properly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).